Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-01640 for a description of the second device. It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. The patient age was reported to be (B)(6). According to the complainant, during the procedure, the solyx sling was opened and the device was removed from the packaging. At this time, however, it was noticed that the mesh of the sling had a small tear. The complainant reported no visible damage to the packaging of the device and that the sterile seals had not been compromised. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Visual evaluation of the returned device revealed no damage observed on the packaging and no evidence of use. It was noted that the last 1 cm of the mesh was slightly discolored. There was a diagonal fold approximately 1 cm inward of the carrier that coincided with the discoloration. Furthermore, each edge of the crease had a tear.

Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-01640 for a description of the second device. It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. The patient age was reported to be over (B)(6). According to the complainant, during the procedure, the solyx sling was opened and the device was removed from the packaging. At this time, however, it was noticed that the mesh of the sling had a small tear. The complainant reported no visible damage to the packaging of the device and that the sterile seals had not been compromised. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4)